Event description:
Pt diagnosed with tear in achilles tendon. The pt received a boot cast at dr's office. Nine days later, the boot cast broke while the pt was wearing it. The plastic broke at the ankle buckle on the right side of the boot. On the left side, the leg support separated from the foot support. The buckle at the ankle would not stay closed. The pt was sitting in a chair and moving foot when the boot cast broke. Prior to this, there was no physical damage to the boot cast. The pt returned the boot cast to dr five days later. The dr's staff said the boot cast would be returned to the MFR.